Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, a re-intervention was performed on (B)(6) 2016 (one day post-implant) because of non-capture of the atrial lead. During the re-intervention, it was observed that the screw in the atrial port has not been tightened well enough during the initial implant procedure. The screw was then properly tightened and the non-capture of the atrial lead was solved.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, a re-intervention was performed on (B)(6) 2016 (one day post-implant) because of non-capture of the atrial lead. During the re-intervention, it was observed that the screw in the atrial port has not been tightened well enough during the initial implant procedure. The screw was then properly tightened and the non-capture of the atrial lead was solved.